Manufacturer narrative:
This event occurred in irl.

Event description:
The customer received a questionable urea/bun result for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 1.5 mmol/l and was reported out of the lab. On (B)(6) 2015, the primary sample tube was repeated and the result was 16.3 mmol/l. The reported result was amended. The customer did not know the current status of the patient, if the patient was treated, or if the patient was adversely affected. The reagent lot number was 614883. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Several alarms indicating a short sample were found on the provided instrument data. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation conditions. This may have impacted the sample quality and contributed to the issue. A partially clogged sample probe which would allow only the aspiration of a smaller sample volume was also possible. Based on the provided calibration, qc and precision data, a general problem with the system or reagent could be excluded.